Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the distal set-up joint (dsuj). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure that recoverable error 23103 occurred against universal surgical manipulator (usm) 1. The customer attempted to recover the error, but the issue persisted. The customer also performed a hard power cycle, with no change. The customer elected to disable usm 1 and complete the procedure as a x3 arm setup. There were no reports of patient injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the distal set-up joint (dsuj) for failure analysis investigation. The unit was analyzed, and the reported error was confirmed and replicated. In the system logs, it was unable to confirm errors with system ID sk1740 listed in the RMA and it was verified via "component lookup" that the distal was installed on system sk0886 at time of failure. Error 23103 was found indicating "excessive primary encoder latency on distal wrist¿, confirming the fault occurred in the field. The unit was installed onto a golden system where errors 23103 and 23105 were triggered in normal mode, replicating the reported event. The unit was then installed onto a patient side cart fixture test platform (pftp) where it failed wrist encoder test. A golden encoder harness was aba tested with consistent failing results. As a result of these findings, failure analysis was able to conclude that the wrist zettlex encoder, encoder harness cable and axes controller tornado (act) board are consistent with the reported event and are the potential source of the faults. The probable root cause is attributed to communication errors from the encoder harness cable, act board and zettlex encoder sensor located within the distal suj outer. These issues can be resolved by replacing the distal suj.

Event description:
Refer to h11 for follow-up information.